Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient is not using the cartridge per its instructions for use).

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging multiple prime (loss of prime) issues. The reporter stated that the patient had a blood glucose of 400mg/dl with polyuria and polydypsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the loss of prime occurred over three times. Troubleshooting also revealed that the patient was not using the cartridge per IFU. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in not using the cartridge per its instructions for use.

Manufacturer narrative:
Follow-up #1: date of submission: 12/01/2016. Device evaluation: the retained cartridge was evaluated by product analysis on 11/03/2016 with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.